Manufacturer narrative:
Product complaint # ==> pc(B)(4). Date sent to the FDA: 6/23/2021 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested, and the following was obtained: no, all needles were retrieved with a forcep/instrument. No adverse event for the patient. Yes, surgeon mentioned previous issues but did not report any, I do not have any info in that regard.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fell inside of the patient? If so, how was it retrieved? It was reported that "surgeon complained that this is a frequent recurring problem". Were these previously reported to ethicon? If yes, can you provide a product complaint number. If not previously reported, please provide: procedure date. Product code. Lot number. Quantity involved in each procedure. Were there any adverse patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke off of the needle. The surgeon opined that this is a frequent recurring problem. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.